Event description:
It was reported that a 64-year-old female patient underwent a primary breast augmentation surgery with implantation of an undisclosed gel implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant and due to observed swelling, a left breast hematoma during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with a 235 cc mentor memorygel breast implants on (B)(6) 2022. During the revision surgery, a seroma was discovered in the left breast. There were no reported procedural delays or patient consequences due to the discovery.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 10, 2022, mentor completed an evaluation using an photo that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).